Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that all stack batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. Information references the main component of the system. Other relevant device(s) are: product ID: kit svc o2 (B)(4) tray asy 4 battery, kit svc o2 (B)(4) tray asy 2 battery. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was left unplugged and the batteries depleted and needed to be replaced. No patient present. Non-clinical unit.